Event description:
During total hip arthroplasty, threaded insert of the trial prosthesis dislodged and remained attached to the inserter instrument. Subsequently inserter was used to implant the prosthesis and threaded insert reportedly lodged in the prosthesis. Surgeon elected to leave threaded insert component in the pt.